Manufacturer narrative:
Manufacturer's investigation conclusion: the report event was confirmed based on an onsite evaluation by an abbott representative as well as a submitted photograph. A photograph was also provided by the account that showed a tear on the bend relief of the driveline, adjacent to the metal connector. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jan2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic for a follow-up visit and the ventricular assist device (vad) coordinator observed separation of the driveline silastic at the distal connector end. The vad coordinator reported that a technical services engineer planned to be onsite (B)(6) 2021 per customer request to provide a clamshell repair. The patient had a successful universal percutaneous lead bend relief repair kit installed on (B)(6) 2021.